Event description:
The customer tested his blood glucose and received a reading of 370 mg/dl using his contour meter. His glucose was retested during another meter and that reading was 170 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. His meter was also replaced. Replacement products were sent to the customer.